Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis performed on 16-aug-2022 found the primary failure of bipolar yaw pulley thermal damage to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have thermal damage on one side of the bipolar yaw pulley. Visual inspection was performed and found no obvious damage to the conductor wire. The fbf instrument passed the electrical continuity test. The root cause of this failure is attributed to mishandling/misuse. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the fenestrated bipolar forceps instrument (420205-16 / lot #n10211018-205) associated with this event has been performed. Per logs, the fbf instrument was last used on 2022 on system (B)(4), with 6 lives remaining. Based on the additional information obtained from failure analysis (fa) investigation, this complaint is considered a reportable event due to the following conclusion: this complaint is being reported because the fenestrated bipolar forceps instrument had an exposed electrode due to thermal degradation of bipolar yaw pulley. The exposed electrode has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was observed to have damage to the plastic or that a piece of plastic has disappeared on one side where one leg of the instrument attaches. The procedure was completing as planned with no reported injury or delay. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.